Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a titanium lopro t4, the monitor showed the icon for connecting the cable and the blade flashed but the blade never connected. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.

Manufacturer narrative:
This product was received and tested by technical services and though the image failure was confirmed, the cause was not fully determined. No physical damage found but there was no image and only flashing leds on the blade. No repair available for the problem so the blade was scrapped.